Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 1 ml ls sp120 leaked from between the cone and barrel during the application of "tc 99 m+ nanacol". The following information was provided by the initial reporter: "there is a leak at the transition between the cone and the barrel. During the application of tc 99 m+ nanacoll using a microlance cannula g 30 0,3x13 there was a leakage at the connection point of the syringe with the cannula."

Event description:
It was reported that the syringe 1ml ls sp120 leaked from between the cone and barrel during the application of "tc 99 m+ nanacol". The following information was provided by the initial reporter: "there is a leak at the transition between the cone and the barrel. During the application of tc 99 m+ nanacoll using a microlance cannula g 30 0,3x13 there was a leakage at the connection point of the syringe with the cannula."

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.